Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After analysis of the received product, it was seen that the product related in the guarantee form was different from the one sent to analysis by the dentist.

Event description:
The clinician reported that three weeks after the dental implant was placed, non-osseointegration was observed. Patient presented with bone type ii. The device will be forwarded to the manufacturer for investigation. There was an infection at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that three weeks after the dental implant was placed, non-osseointegration was observed. Patient presented with bone type ii. The device will be forwarded to the manufacturer for investigation. There was an infection at time of event, no further complications were observed.